Event description:
MDR should not have been submitted. After the screwdriver was returned we discovered it broke at a weld and would not have a risk to patient. Report 1 of 2.

Event description:
A screwdriver tip broke off during surgery. There was no effect on the patient. Report 1 of 2.